Event description:
An x-ray showed a dislocation of the atrial lead. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The right atrial (ra) lead was not returned for analysis. This report is therefore based on the inspection of the quality documents associated with the manufacturing of the lead and the pacemaker, as well as the analysis of the pacemaker. Prior to the analysis of the pacemaker, the quality documents accompanying the manufacturing process for these devices were reviewed, and all production steps were performed accordingly. Particularly the final acceptance tests proved the devices functions to be as specified. The pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed datenfehler! Implant in eri., indicating an error on the memory data as well as the battery status eri. In a next step, the pacemakers memory content was inspected. The inspection revealed the occurrence of a large number of consecutive resets, which led to the activation of the safety backup mode on (B)(6) 2021, to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies, as long as the battery is not depleted. Based on the devices memory, a follow-up was never performed between implantation of the pacemaker on (B)(6) 2019 and the event date on september 22nd, 2023. Therefore, a re-initialization of the safety backup mode was not attempted, and the pacemaker operated in the backup mode for two years, since (B)(6) 2021. Please note that in the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. Indeed, the documented battery voltage confirmed the battery depletion. However, the amount of charge taken from the battery was verified and the battery condition was as expected after a service time of 53 months, with active backup mode parameters for two years. Due to the depleted status of the battery, a re-initialization of the safety backup mode was not offered by the programmer device on (B)(6) 2023, as expected, which led to the above-mentioned warning message. For further investigation of the root cause of the documented resets, the pacemaker was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measured battery voltage confirmed the battery depletion. The electronic module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The current consumption of the electronic module was directly measured and proved to be normal and as expected. Further electrical investigations revealed that the resets were triggered by an unexpected behavior of an integrated circuit on this electronic module, which led to the clinical observation.